Manufacturer narrative:
Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the prime/a33 test, excessive no delivery test and occlusion test or verify no excessive no delivery/occlusion alarm and low reservoir due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted.

Event description:
The customer reported via phone call the insulin pump had a recurring motor error and no delivery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer reported that the insulin pump had multiple no delivery alarms that was resolve by a reservoir change. Customer also reported that the blood glucose reading went over 300 mg/dl and no high blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.